Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam of the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, two (2) photographs were provided for evaluation which appear to be from the same bag. Visual inspection on the returned sample photos revealed a leak at the administration port of one (1) sample. The reported condition was verified on that sample. The cause of the condition was not determined. This issue is being further investigated. The reported condition was not verified on the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.